Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 278511-06. Expiration date - the correct expiration date is 04/30/2017.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00247 and 2084725-2016-00248.

Manufacturer narrative:
This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00247 and 2084725-2016-00248. The (B)(4) are related complaints from the same facility. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), lot history and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. The lot history was reviewed six months prior to complaint open date and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. It is unlikely that there was an issue with the ci strips as the DHR review did not reveal any anomalies and trending has not exceeded. It is unclear whether the issue with the unit contributed to the incorrect color. The issue was resolved when field service engineer replaced the pressure transducer which restored the unit and no further issues were reported. Additionally, the cycle passed. The assignable cause for the reported event could not be definitively determined. The issue will continue to be tracked and trended.